Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable pacemaker is intended to be explanted due to premature battery depletion. This device has declared the battery status elective replacement indicators (eri). Currently this device remains implanted and in service. No adverse patient effects reported.